Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The customer's blood glucose (bg) level was 293 mg/dl. A system check was performed. The pump and infusion set tubing were found to be operating as expected. There did not appear to be any damage to the cannula. The customer changed the infusion set site and delivered a correction bolus via the pump to address the bg level.